Event description:
It was originally reported that the pt had a loss of therapeutic effect. The patient has no stimulation sensation, and is not able to adjust her stimulation. Surgical intervention was planned to address the situation. The mdt rep confirmed that the ipg's battery depleted very quickly. Further information is being requested from the hcp.